Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during setup for cataract surgery, an occlusion advisory displayed and aspiration issues were experienced in quad mode. The handpiece and tip were switched out, but the issue remained. However, aspiration worked when switching to ia (irrigation/aspiration) mode. An alternate system was used to proceed with surgery. The customer indicated the event was caused most likely by user error.

Manufacturer narrative:
The customer contacted technical services and was able to resolve the reported event remotely. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).